Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that a perforation occurred during inflation with another company's balloon. A 3.0 x 19 mm graftmaster was used to treat the perforation; however, the stent dislodged during use. Another company's 2.0 x 15 mm balloon was used to deploy the stent at the intended site to cover the perforation. An area of perforation remained; therefore, a 3.0 x 12 mm graftmaster was used to seal the remaining area of the perforation. In addition, another 3.0 x 19 mm graftmaster was opened during the case, but not used. No additional event or patient information is available.